Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an infusion set cannula bending event on (B)(6) 2026. The infusion set had been in use for one day, and the site location was the abdomen. The blood glucose level was 170 mg/dl, and the patient was treated with a manual injection. No further information available.